Event description:
It was reported approximately three weeks post total hip replacement surgery that the patient was being referred to plastic surgery for repair of a full thickness burn on her back side, identified post surgery by her orthopedic surgeon. Initial investigation suspected a trial warming blanket may have been involved.